Event description:
Information received that the had pendant cord was cut, exposing wires. No injury reported.

Manufacturer narrative:
Technician found the bed in storage area hand pendant cord was cut exposing metal wire. Replaced the pendant to resolve this issue.